Event description:
On (B)(6) 2013, an animas representative contacted animas, alleging a display (dim/fading) issue. The representative reported that the demo pump used in the hospital for training had a dim screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).